Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("severe abnormal bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("severe abnormal bleeding") and pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 948835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. Concomitant products included cilest (ethinylestradiol w/norgestimate) from (B)(6) 2001 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)"), weight increased ("weight gain"), abdominal pain lower ("abdominal pain lower"), uterine leiomyoma ("fibroids / uterine fibroid"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total abdominal hysterectomy) and surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, menorrhagia and uterine leiomyoma had resolved and the pelvic pain, vaginal haemorrhage, weight increased, abdominal pain lower, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion (B)(6) 2013: surgical pathology report clinical information: menometrorrhagia; fibroids. Diagnosis a-b uterus with cervix, hysterectomy benign enlarged uterus (791 g), containing a prominent leiomyoma (16 cm) - multiple lesion sections examined are negative for atypical or aggressive histologic features. - other structures are unremarkable, include secretory endometrium without hyperplasia, cervix negative for dysplasia, and serosa also without abnormality. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events depression, mental anguish, dysmenorrhea (cramping) were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("severe abnormal bleeding") and pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 948835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. Concomitant products included cilest (ethinylestradiol w/norgestimate) from (B)(6) 2001to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)"), weight increased ("weight gain"), abdominal pain lower ("abdominal pain lower"), uterine leiomyoma ("fibroids / uterine fibroid"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total abdominal hysterectomy) and surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, menorrhagia and uterine leiomyoma had resolved and the pelvic pain, vaginal haemorrhage, weight increased, abdominal pain lower, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion (B)(6) 2013: surgical pathology report clinical information: menometrorrhagia; fibroids. Diagnosis a-b uterus with cervix, hysterectomy benign enlarged uterus (791 g), containing a prominent leiomyoma (16 cm) - multiple lesion sections examined are negative for atypical or aggressive histologic features. - other structures are unremarkable, include secretory endometrium without hyperplasia, cervix negative for dysplasia, and serosa also without abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of ptc(product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("severe abnormal bleeding") and pelvic pain ("pelvic pain") in a 36-year-old female patient who had essure (batch no. 948835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. Concomitant products included cilest (ethinylestradiol w/norgestimate) since 2001 to (B)(6) 2013, nsaid's from (B)(6) 2013 and paracetamol (acetaminophen) from (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 months 7 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal menorrhagia)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), abdominal pain lower ("abdominal pain lower"), uterine leiomyoma ("fibroids / uterine fibroid") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, menorrhagia and uterine leiomyoma had resolved, the pelvic pain was resolving and the vaginal haemorrhage, weight increased, abdominal pain lower, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion (B)(6) 2013: surgical pathology report clinical information: menometrorrhagia; fibroids. Diagnosis a-b uterus with cervix, hysterectomy benign enlarged uterus (791 g), containing a prominent leiomyoma (16 cm) - multiple lesion sections examined are negative for atypical or aggressive histologic features. - other structures are unremarkable, include secretory endometrium without hyperplasia, cervix negative for dysplasia, and serosa also without abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received, outcome of event "pelvic pain" was updated. Onset dates were added. Concomitant medications were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe abnormal bleeding') and pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 948835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. Concomitant products included nsaid's from (B)(6) 2012 to (B)(6) 2013 and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal menorrhagia)"), 2 months 7 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain lower"), dysmenorrhoea ("dysmenorrhea"), metrorrhagia ("metrorrhagia") and post procedural complication ("post procedural complication") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids / uterine fibroid"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, menorrhagia, uterine leiomyoma and metrorrhagia had resolved, the pelvic pain was resolving and the vaginal haemorrhage, weight increased, abdominal pain lower, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for : menorrhagia and metrrohagia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Diagnostic results: (B)(6) 2013: surgical pathology report. Clinical information: menometrorrhagia; fibroids. Diagnosis a-b uterus with cervix, hysterectomy benign enlarged uterus (791 g), containing a prominent leiomyoma (16 cm) - multiple lesion sections examined are negative for atypical or aggressive histologic features. Other structures are unremarkable, include secretory endometrium without hyperplasia, cervix negative for dysplasia, and serosa also without abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event metrorrhagia and post procedural complication were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("severe abnormal bleeding") and pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 948835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. Concomitant products included cilest (ethinylestradiol w/norgestimate) from (B)(6) 2001 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)"), weight increased ("weight gain"), abdominal pain lower ("abdominal pain lower") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, pelvic pain, vaginal haemorrhage, weight increased and abdominal pain lower outcome was unknown and the menorrhagia and uterine leiomyoma had resolved. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. (B)(6) 2013: surgical pathology report clinical information: menometrorrhagia; fibroids. Diagnosis a-b uterus with cervix, hysterectomy benign enlarged uterus (791 g), containing a prominent leiomyoma (16 cm) - multiple lesion sections examined are negative for atypical or aggressive histologic features. - other structures are unremarkable, include secretory endometrium without hyperplasia, cervix negative for dysplasia, and serosa also without abnormality. Most recent follow-up information incorporated above includes: on 5-apr-2018: plaintiff fact sheet & medical record received. Events vaginal bleeding, menorrhagia, weight gain, lower abdominal pain are added. Lot number & lab data updated. Concomitamnt & historical drugs and conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.